Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 7 of 7 mdrs filed for the same patient (reference 1825034-2013-01068 / 01070 & 04744 / 04747).

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2007 and a total right hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel further reported patient underwent a left hip revision on (B)(6) 2011 due to patient allegations of pain, loss of range of motion and metallosis. There has been no reported right hip revision procedure. No further information has been provided to date. Additional information received in patient medical records indicate that the revision that took place on (B)(6) 2011, was due to a dislocated femoral head. Revision operative notes indicated dark tissue staining, metallosis, and inflammatory reaction were present. Revision operative notes also indicate the metallosis and inflammatory reaction was occurring from 2 to 3 years of edge loading from the femoral head on the axial rim of the acetabulum. The femoral head, acetabular cup, and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2007 and a total right hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel further reported patient underwent a left hip revision on (B)(6) 2011 due to patient allegations of pain, loss of range of motion and metallosis. There has been no reported right hip revision procedure. No further information has been provided to date. Additional information received in patient medical records indicate that the revision that took place on (B)(6) 2011 was due to a dislocated femoral head. Revision operative notes indicated dark tissue staining, metallosis, and inflammatory reaction were present. Revision operative notes also indicate the metallosis and inflammatory reaction was occurring from 2 to 3 years of edge loading from the femoral head on the axial rim of the acetabulum. The femoral head, acetabular cup, and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicate that right hip revision performed on (B)(6) 2013 was due to a loose acetabular component and pain. The patient's operative report noted scar tissue and a cyst.